Manufacturer narrative:
During troubleshooting of the architect c4000, sn (B)(6), the field service representative (fsr) observed reagent splashing and replaced the r2 reagent probe, which addressed the issue; no additional discrepant magnesium results were reported on (B)(6) after the probe was replaced. The service history for the (B)(6) was reviewed and no additional erratic or discrepant patient results were reported historically. There were no reported service or complaint issues on or around the date the customer experienced the issue that contributed to the event. The calculated erratic rates for the architect c4000, c8000, and the c16000 systems were all below the upper control limit. Additionally, no systemic issues or trends for the issue were identified. Historical data was reviewed for the r2 reagent probe and no trends or issues were identified. Manufacturing documentation was reviewed and provides adequate information on troubleshooting and maintenance concerning erratic / discrepant results, as well as information on the troubleshooting performed by the field service representative (replacing the reagent probe). Based on the investigation, no systemic issue or deficiency was identified for the architect c4000 analyzer or the r2 reagent probe.

Manufacturer narrative:
An evaluation is in process. A follow-up report will be submitted when the evaluation is complete.

Event description:
The customer observed falsely elevated magnesium results for two patient samples tested on the architect c4000 analyzer. The customer was able to provide results for one patient. Sid (B)(6) was tested on (B)(6) 2019. An initial critical high result of 6.5 mg/dl retested at 1.5 mg/dl. No adverse impact to patient management was reported.